Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to place their system into MRI mode following recent falls. Diagnostics revealed high impedances on the left lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Event description:
Additional information indicates that patient experienced ineffective therapy.

Manufacturer narrative:
Correction: h6: health effect: impact code 4627 should have been added. Correction: d6b: explant date should have been added.